Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead adapter was shipped with its packaging noting one expiration date, and the system noting a different expiration date. The product was not used. There was no patient involvement.